Event description:
It was reported that the procedure was to treat heavily calcified aortic stenosis. The 260cm iron man guide wire was placed for safety. Then, the 29mm navitor vision valve was implanted with 4mm depth. After valve implantation, during removal of the guide wire, the guide wire became jailed in the valve and the valve was pulled with the guide wire. The valve migrated and an additional valve was implanted. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that after implantation of a valve, the guide wire became jailed, resulting in the reported difficulty encountered during removal. Manipulation of the guide wire, when resistance was encountered, likely contributed to the reported valve damage/movement (device damaged by another device). There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: the UDI is not known as the part and lot number were not provided.